Event description:
The issue reported involved an altitude alarm on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support determined that the pump was obstructed and guided the customer to remove the obstruction, clean the speaker holes, and attempt several procedures to resume insulin delivery. Despite these efforts, the alarm persisted, leading to a decision by the support team to replace both the pump and cartridge. The customer will use an alternate insulin delivery method, mdi, during the transition. The customer was instructed on how to return the faulty pump using a pre-paid label.